Event description:
It was reported that the pump was not responding when the buttons were pressed and the "down" button was intermittently stuck in the down position. The patient denies tears or peeling of the keypad. Attempted pump reboot with no success; however, the pump still vibrates and has audio tones.

Manufacturer narrative:
Animas received the product for evaluation and noted the following investigation results: the keypad was intact; however, it was not possible to test the pump's response to the keypad since the pump failed to power on. Moisture was visible in the display and there was corrosion inside the pump.